Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (2000.0 mcg/ml) and bupivacaine (0.9 mg/ml) via an implantable pump for unknown indications for use. It was reported that the spinal segment of her catheter came out of the intrathecal space during a spinal surgery and a portion of it was removed and replaced by an 8782. Their managing healthcare provider (hcp) had their dose decreased by 30% and requested a bolus of the new catheter spine segment be performed.  The issue was reported to be resolved.  The patient was alive with no injury at the time of this report. The patient's weight and medical history was asked but unknown. Additional information was received that the hcp reported today ((B)(6) 2022) that the patient had a cerebral spinal fluid (csf) leak and was deciding if they were going to bring the patient back in for surgery to fix it today or tomorrow.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2016; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the company representative via a healthcare provider stated that the catheter was inadvertently pulled out of the intrathecal during an unrelated spinal surgery. The spinal surgeon cut the catheter and connected a new portion of the spinal segment (8782) and introduced it into the intrathecal space. The event was resolved but there was a cerebral spinal fluid (csf) leak. The spine surgeon repair the csf leak yesterday. Additional information received from the company representative (rep) reported that the patient had an unrelated back surgery (fusion) on (B)(6) 2022 where the physician ended up needing to pull the existing intrathecal end out of the spinal column and place a new intrathecal end. The rep stated that they got normal back flow of csf. The rep believe that the physician performed a blood patch of some sort. Since then, the patient has been experiencing spinal headache but no symptom change with the drug delivery. The physician may remove the intrathecal end and ligate the catheter or leave it open and put the pump on minimum rate until the patient can be seen by a different neurosurgeon and work to close the alleged gap where the csf loss was occurring. They are also doing an MRI to try to diagnose what is going on.